Manufacturer narrative:
B4:13jul2021. The customer reported the v60 does not work when using it with its battery.the customer replaced the battery to resolve the issue. The unit was tested and it was returned to service.

Manufacturer narrative:
B4: 31aug2021. The issue was observed during preventive maintenance testing prior to therapeutic application, the reported issue is not likely to cause or contribute to death or serious injury. This is not a reportable event.

Manufacturer narrative:
Report date: (B)(6) 2021. (B)(4).

Event description:
The customer reported the unit does not work with battery; it turns off as soon as it is unplugged. Patient/user involvement information is unknown but has been requested. There was no patient or user harm. The customer reported the v60 does not work when using it with its battery. The customer replaced the battery to resolve the issue. The unit was tested, and it was returned to service.